Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for investigation. Reported defect not reproduced on returned meter most likely underlying root cause-mlc-006 passed expiration date note: manufacturer contacted customer in a follow-up call on 11-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customers initial issue and no additional medical attention was required.

Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned with test results from meter to meter comparison of 187mg/dl using true metrix meter and 18mg/dl using another device; customer did not disclose the time between the tests or fasting/non-fasting status. The customers expected fasting blood glucose test result is 130mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2021 he had passed out and ems had been called. When the ambulance had arrived they had tested customer's blood glucose using their meter and had obtained a result of 18mg/dl. Customer was diagnosed with hypoglycemia and taken to the hospital and treated with IV fluids. Customer was discharged the following morning. The result of 187mg/dl was unable to be verified in the true metrix meter memory; customer stated the ems had told him the result was 187mg/dl. The test strip lot manufacturers expiration date is 01/21/2018 (expired). Customer did have another vial of test strips, lot zy4440s, manufacturer's expiration date of 01/23/2023. The customer declined to perform a back to back blood test during the call. The meter memory was reviewed for previous test result history (customer did not recall if the results were fasting or non-fasting): (B)(6).